Event description:
It was reported that pump displayed altitude alarm and required cartridge replacement earlier in the day before customer contacted support. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge, received tips from technical support on preventing altitude alarms, acknowledged understanding of guidance, and pump resumed normal operation, with no additional outcome information available.